Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as glenosphere disengagement. The actual length of in-vivo time between the previous surgery and the surgery could not be established since the delivery ticket for the original surgery was not provided with the customer compliant. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices(glenosphere and retaining screw) were returned to manufacturer and evaluated by registered medical assistant (RMA) at djo surgical for examination. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated withthe products that may have contributed to the reported event. The devices were verified to have gone through an acceptable sterilization process and were within expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to glenosphere disengagement. There were no findings during this evaluation that indicate the reported devices were defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. Re-inspection of the taper dimensions of the returned glenoid head showed that the part's critical taper features are within tolerance. One possible contributor to the dissociation could've been soft tissue blocking the junction between the baseplate rim and the glenosphere rim, not allowing full seating of the baseplate into the glenosphere. There are multiple factors that may contribute to glenosphere dissociation that are outside the control of djo surgical such as lack of post-operative care, patient noncompliance with medical instructions, incorrect implant selection, patient activities, or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness. RMA examination: the explanted glenoid head and retaining screw were returned to djo for examination. The head's polished articulating surface has many minor scratches that lack depth. The female taper of the glenoid head shows no obvious damage or deformity, just a line around the taper at about half-depth from the baseplate's male taper, indicating taper lock between the two parts. The returned glenoid head was inspected by djo's quality control department, with all critical taper dimensions measuring within tolerance, see attached inspection sheets. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - due to glenosphere disengagement. Surgeon wanted djo to review items.